Manufacturer narrative:
The investigation into the reported positioning issues has been completed since the original report was filed. The pump was returned for investigation. During testing, the 5s parameters were within specification. No other physical abnormalities were observed. Data logs showed a barcode trend in the optical signal while the pump was set to p-level 4. Based on clinical, impella device was flipped and sensor face was reported against aortic wall. The root cause of the positioning issue was use related since pump was reported to be flipped during support. Corrections: the section d9 was left blank in error in the initial report which has been added to this report. D2: corrected brand name.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The impella started alarming-red retrograde flow and position in aorta causing the lowering of p-levels and removal of device. Staff contacted the supporting team for support and mentioned that it sounded like a sensor failure issue.